Manufacturer narrative:
Final analysis found that the lead was returned in two pieces. The insulation was abraded at 4.8cm to 6.0cm from the distal tip, which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device or feature of the heart. The damage found likely resulted in the reported noise anomaly. The reported fracture was not confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead fractured and exhibited noise. The lead was explanted and replaced. No patient symptoms were reported.

Event description:
New information indicated the patient was stable during and following the procedure.